Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 134 mg/dl. The insulin pump has alarmed numerous motor errors and no delivery alarms. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.